Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not returned.

Event description:
Customer advised that the tubing became completely detached from the connector. Customer discovered the leak due to his blood sugar going up to around 380 mg/dl. Customer is attributing the high blood sugar to the tubing becoming detached from the connector. Customer was able to self treat by changing the tubing. No adverse event reported. Device not returned. Replacement sent.